Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the pump was not replaced it was reprogrammed on (B)(6) 2016. There were no modifications entered into the database for the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via psr (product surveillance registry) regarding a patient receiving intrathecal gablofen with a lot number listed as 2168-113. The indication for use was intractable spasticity. The programming date from the most recent refill prior to the event was (B)(6) 2015. After the baclofen pump was replaced on (B)(6) 2016 and the pump was restarted, the patient developed symptoms including ¿difficult to arouse¿, hypotonia, urinary retention, de-saturation, and oxygen requirement. The clinical diagnosis was somnolence. On (B)(6) 2016, the baclofen pump rate was decreased to 96 mcg/day. Somnolence and hypotonia resolved within 12 hours; oxygen requirement resolved with 24 hours. The event resolved without sequelae on (B)(6) 2016. The event was possibly related to the device or therapy; it was related to the implant procedure (surgery/anesthesia).

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the catheter used was left in place from a previous system implant. It was not replaced when the pump was replaced.

Event description:
Additional information was received from a healthcare provider (hcp) via the study. The patient was receiving gablofen 2000mcg/ml at 780.0 mcg/day.

Event description:
Additional information was received from a healthcare professional via a clinical study. The exact timing of onset of symptoms is not known. Discussion with the principal investigator (pi) indicates onset was within 6 hours of procedure completion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a clinical study. It was reported that the pump replacement occurred prior to the symptoms starting. The intervention for this event was to reprogram the new pump. The baclofen pump rate was decreased to 96 mcg/day from 690.0 mcg/day. The reprogramming was done as an intervention for the somnolence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.